Event description:
Reporter indicated the relationship of the sleep apnea to the vns is unknown, but the sleep apnea is not occurring with vns stimulation. It is unknown if any causal or contributory vns programming or medication changes preceded the onset of the sleep apnea. The diagnosis date for the sleep apnea is unknown, as the patient already had sleep apnea and vns when he came under the care of the reporter. The patient recently had the vns generator replaced due to battery depletion, eos = yes.

Event description:
It was reported in the pt's clinic notes that he was experiencing sleep apnea. The pt's device was stated to be functioning at this time. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
The date of the systems diagnostics test was inadvertently reported as (B)(6) 2011 on the initial MDR report. The correct date is provided, (B)(6) 2011. The date of the vns device settings was inadvertently reported as (B)(6) 2011 on the initial MDR report. The correct date is provided, (B)(6) 2011. In addition, the on time was reported as 30 seconds and is actually 60 seconds.